Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report. Several bolus were programmed. The device delivered all bolus properly. After delivery of each bolus, device was monitored and no unexpected delivery of bolus was noted. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's mother reported that patient has been hospitalized due to low blood glucose. Customer stated that the insulin pump got exposed to x-ray and had loose drive support cap. Customer was in the hospital for surgery but was cancelled due to low blood glucose. Customer's blood glucose was 40 mg/dl and at the hospital it was 42 mg/dl. Customer was treated for low blood glucose with IV. Customer stated health care provider advised to keep the insulin pump but has not eaten and the insulin pump was still delivering insulin. Troubleshooting was done. Performed displacement test and test passed. Advised the customer to speak with healthcare provider regarding low blood glucose. It was found that there was damage to the drive support cap. Advised the customer that insulin pump would be replaced. No further information provided.